Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit alarmed lost sensor when connecting to glucose sensor simulator and problem isolated to radio frequency board. Unable to verify weak signal alarm due to lost signal alarm. Unit received with minor scratches on lcd window and with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he received a weak signal alarm. The signal was going in and out. When checking the alarm history, a motor error alarm was found. He was able to complete the rewind sequence. Customer's blood glucose level was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.